Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a resistance to remove the part of the stylet which comes from the tip of the catheter after cutting the catheter. There was no reported patient involvement as the device was not used.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of resistance in withdrawing a stylet through a t-lock is confirmed and was determined to be manufacturing related. One 5 fr dual lumen powerpicc with a t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. Approximately 6.5 cm of the stiffening stylet was observed to be protruding from the t-lock. The stylet was observed to be positioned off-center in the membrane of the t-lock. The stylet was found to be able to be withdrawn from the t-lock; however, slightly more resistance than usual was felt in doing so. A microscopic observation revealed no kinks or breaks in the stylet. The stylet could be seen through the clear t-lock to be slightly wedged or pinched between the yellowish membrane and the clear interior wall of the t-lock. The off-centeredness of the stylet within the t-lock most-likely occurred due to a slight misalignment during assembly of the stylet into the t-lock. The investigation has been forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿resistance to remove the part of the stylet¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and functional testing performed by vad field assurance the following was concluded: the stylet was found to be positioned off-center in the yellow membrane of the t-lock conditioning the stylet removal. The stylet did not reveal kinks or breaks. The off-centeredness of the stylet within the t-lock was caused during the assembly process. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a resistance to remove the part of the stylet which comes from the tip of the catheter after cutting the catheter. There was no reported patient involvement as the device was not used.